Event description:
Philips received a report from a customer reporting that a patient's images had a high density artifact near the skull which resembled a brain hemorrhage. Philips service confirmed that there was no mistreatment. The patient was rescanned and that the artifact was not present. CT application specialist (ctas) stated that the customer built protocol was using a collimation of 16x0.75, 3mm, but the customer wants to use the original setting with fewer images that was originally recommended.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2014, the customer reported that a patient¿s images had a high density artifact near the skull which resembled a brain hemorrhage. Philips service confirmed that there was no mistreatment. The patient was rescanned and the artifact was not present. The customer contacted philips help desk to inform them of the issue and a CT application specialist (ctas) provided information to resolve the issue. The ctas stated that the customer built protocol was using a collimation of 16x1.5 and a slice thickness of 6mm, which resulted in a partial volume effect (pve). The ctas recommended using 16x0.75, 3mm, but the customer wants to use the original setting with fewer images that was originally recommended. There was no part replaced. Engineering investigated the log files and the images provided by the customer. Upon evaluation, engineering determined that the observed artifact, that was suspected to be a cerebral hemorrhage, was due to a partial volume artifact that presented due to thick slices being reviewed for the case. This type of artifact is common to all CT scanners and can be mitigated with additional review of thin slices for the area of interest. The following mitigations are applicable: a. Operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts. B. The CT scanner shall be operated by qualified operators only. The ctas provided the information to use 16x0.75, 3mm, but the customer prefers to continue to use the original setting with fewer images. There was no part replaced. Engineering's review of the images form the site demonstrated that the observed artifact that was suspected to be a cerebral hemorrhage was due to a partial volume artifact that presented due to thick slices being review for the case. This type of artifact is common to all CT scanners and can be mitigated with additional review of thin slices for the area of interest.

Event description:
Philips received a report from a customer reporting that a patient' images had a high density artifact near the skull which resembled a brain hemorrhage. The patient was rescanned and that the artifact was not present.